Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances on the non-boston scientific right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) reached greater than 200 ohms. Rv thresholds and pacing impedance were reportedly within acceptable ranges and consistent with previous measurements. This ICD remains in service. No adverse patient effects were reported.